Manufacturer narrative:
Lombardo, r., pastore, a. L., turchi, b., franco, a., romagnoli, m., al salhi, y., fuschi, a., fiori, c., secco, s., de cillis, s., olivero, a., nacchia, a., cicione, a., cindolo, l., tema, g., tubaro, a., & de nunzio, c. (2026). Treatment regret in patients undergoing minimally invasive treatments for benign prostatic hyperplasia. Journal of clinical medicine, 15(7), 2807. Https://doi.org/10.3390/jcm15072807. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the journal of clinical medicine that a prospective multicenter study was conducted to evaluate treatment satisfaction and decision regret in patients undergoing minimally invasive surgical therapies (mists) for benign prostatic hyperplasia (bph). A total of 155 patients were treated between january 2019 and january 2022 across four urology centers in italy. The patients were treated with either aquablation, temporary implantable nitinol device (itind), water vapor thermal therapy (wvtt) or prostatic urethral lift (pul). 26 patients underwent wvtt procedures for treatment of bph. It was noted that 8 out of 26 patients (approximately 31-33%) experienced significant treatment regret following wvtt. Regret was primarily associated with postoperative symptom burden and limited improvement in urinary flow parameters, which were the only significant predictors identified in the analysis. However, in multivariable analysis, the international prostate symptom score (ipss), maximum urinary flow rate (qmax), and the type of minimally invasive surgical therapy (mist) performed were identified as key factors influencing the likelihood of regret. No specific device-related complications or interventions following water vapor therapy were provided. Out of all of the patients treated, it was noted that 8 patients experienced 1 complication, 4 patients experienced 2 complications, and 1 patient experienced 3 complications. However, it was not specified if any of these complications occurred with patients who underwent wvtt procedures.